Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial/batch : (B)(6). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial/batch : (B)(6). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial/batch : (B)(6). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial/batch : (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced sensitivity and discomfort at one of her two implantable pulse generator (ipg) pocket sites while charging and lying down. When the patient began to experience worsening back pain, and reprogramming and troubleshooting charging practices did not resolve the reported discomfort, the patient underwent a revision procedure. During the procedure it was found that the leads from both systems had become entangled, as a result all leads and the ipg causing discomfort were removed. However, only one system was replaced, as the physician felt that therapy needs could be accomplished with one system. The patient did well postoperatively. It was noted that the patient wore a compressive girdle, and act of putting it on and wearing it the full day appeared to have pushed down on the ipg which may have caused the devices to move.